Manufacturer narrative:
Nicole carnt, jeremy hoffman, seema verma, cherry radford, darwin c. Minassian and john k.g. Dart: acanthamoeba keratitis: confirmation of a current UK outbreak and a prospective case control study identifying contributing risk factors. (B)(4).

Event description:
On 23 march 2018, an email was received from an eye care professional (ecp). The ecp is the author of a prospective study, conducted in the UK, that has been submitted for publication in 2018. The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the prospective (B)(6) study. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), (B)(6), was initially diagnosed with conjunctivitis after experiencing moderate pain and lid oedema and severe photophobia od one day prior to being referred to the hospital on (B)(6) 2012. The pt reported wearing 1 day acuvue brand contact lenses. The daily lenses worn by the pt were five days old at the time of the event. The pt also reported often reusing daily lenses, storing lenses in saline in a case that was one year old, often sleeping in daily lenses, swimming and showering in lenses and not washing their hands prior to handling lenses. The pt was diagnosed with acanthamoeba keratitis and remained in the hospital for 3 days for ¿intensive¿ treatment. The pt developed a ring abscess od. No scleritis was noted. Treatment: phbm and brolene hourly. Antiamoebics were prescribed for 21 months. Levofloxacin, voriconazole and topical steroids were also prescribed. Va: 6/36. The pt is reportedly considering undergoing a corneal transplant od. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.